Manufacturer narrative:
Device history record review. Review results are stated in the final complaint report which is attached.

Event description:
It was reported from (B)(6) clinic in (B)(6), that during the procedure performed with nirxcell coronary stent system, catalogue #nxl35033us, type 3.5x33mm, from lot # nus00163, "dr. (B)(6) inserted the device in the patient with no issues and when tried inflating the ptca the ptca would not inflate to proper pressure level. Dr. (B)(6) removed and used another wire and was able to inflate the ptca. Patient's condition after was good. Post angio's were good. There was no adverse events". Additional data: information received on (B)(6) 2015 from (B)(6): the user was trained on the device. The problem occurred during use in the patient. The event is not related to the stent. The event is related to the balloon. There was a problem inflating the balloon. There was no injury and the condition of patient after the procedure was good. Information received on (B)(6) 2015 from medinol's marketing dept.: "the nirxcell system was used for stenting of the posterior tibial artery (leg artery below the knee). When preparing the system the shipping mandrel was difficult to remove, so the physician used a hemostat to remove the mandrel; he locked the hemostat to the protective sleeve distal to the tip. The physician performed a visual inspection to the system and it appeared intact with no deformations. The system was tracked to the target lesion and while attempting to inflate the balloon with an inflation device, the physician noticed that the balloon did not inflate and the pressure did not go up in the inflation device. The physician was able to inflate the balloon to 2 atm, enough to retract the sds and leave the partially inflated stent at the target site. He did not lose wire position and on the same guidewire, used a ptca balloon that was advanced to the target lesion to deploy the stent to the final stent diameter. The procedure ended with no complication, good stent implantation and overall satisfaction from the angiographic result". Additional info received on 10/07/2015 from medinol USA: "the scrub tech with the hospital had trouble getting the stylet/shipping mandrel out of the package. The scrub tech used hemostat to pull the stylet out of the packaging and visually inspected the catheter and stent to see if the stent got damaged. They didn't see any damage and continued on to use the catheter in the case. Dr. (B)(6) tried to inflate the balloon and deploy the stent, but the balloon would not inflate to the required pressure. They inflated the balloon as much as they could, and deployed the stent. They post dilated with another balloon to get the proper apposition of the stent. Angio looked good after post dilation".